Event description:
The physician deployed an arstasis access device into the pt's femoral artery, down to the heel. The physician noted resistance to insertion at that point and rotated the device to continue insertion. The device fractured at the anchor joint. The physician removed the device and was able to manually remove the anchor with sheath which had detached above skin level. The physician successfully deployed a second device. There was no pt injury.

Manufacturer narrative:
The device was returned and failure analysis performed. The analysis confirmed that the anchor fractured at the axle holes, which is consistent with the event description. Additionally, the analysis found the device to be kinked at the sheath to anchor joint. Ncmr history was reviewed and no ncmrs have been initiated that are related to this failure mode. Complaint history was reviewed. This is the 1st reported anchor fracture at the axle holes. The IFU was reviewed. Per step 8 (precautions section) of the IFU, "avoid excessive rotation, bending or kinking of the device during insertion and removal as this may cause damage or affect the performance of the device including obstruction of the needle lumen." Risk analysis was performed. Based on the analysis completed, the probable root cause for the reported anchor fracture is user error due to excessive force. This is the first report of an anchor fracture at the axle holes. No further action is required at this time and the reported issue will continue to be monitored through complaint tracking and trending.